Event description:
Ice formed up the shaft of the probe. No device contact with the pt and no injury reported.

Manufacturer narrative:
Device received and evaluated. Shaft frosting confirmed due to a vacuum failure. No pt injury.